Event description:
Customer reportedly rec'd results of 211 mg/dl, 108 mg/dl, 123 mg/dl, and 103 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.